Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k78, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k983424.

Event description:
The customer observed a false positive architect total hcg result generated for a 29-year-old female patient sample with abnormal uterine bleeding. The following data was provided (reference range <5 miu/ml is negative): sample ID: (B)(6) initial result = 26.61 miu/ml, repeat results = <1.2 miu/ml. No impact to patient management was reported.